Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was folded inside of the hub. It was reported that after the vizigo was put into the body, the physician prepared to implant the st, but he found a few blood drops had dripped from the entrance of the st catheter. So the physician didn't implant the st, and withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. Additional information: it is unknown what section broke/separate. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 02-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was folded inside of the hub. It was reported that after the vizigo was put into the body, the physician prepared to implant the st, but he found a few blood drops had dripped from the entrance of the st catheter. So the physician didn't implant the st, and withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. Device evaluation details: visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. A device history record review was performed for the finished device 00001799 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined since the valve was not returned for analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).